Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of the craniotome leg being drilled into, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the crani-tip of the craniotome device was damaged. It was observed that the craniotome leg was drilled into. It was further determined that the device failed pretest for visual assessment. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.